Event description:
No power to flexvison video box.. It has been reported to philips that there is no power to flexvison video box. The device was in clinical use. Minimal patient impact was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that that there was no power to flex vision video box. Upon functional testing, it was found that the there was issue with power supply of volcano video output. The philips engineer replaced power supply for volcano video and coin cell battery of host pc for boot up issue. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome.